Event description:
Account states they have received multiple erratic alkaline phosphatase results over the last week and gave an example of a patient sample that initially gave an alp result of 111 u/l and repeated as 199 u/l. The incorrect result was not reported. The field service rep was unable to determine a cause for the discrepant result.